Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "blood detected" alarm generated. The iab was removed after which the physician noted a small amount of blood on the tail end of the iab. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. No blood was observed inside the iab catheter. A clear fluid was observed inside the returned iab catheter. An aneurysm was observed near the middle of the membrane. This may occur due to over inflation of the iab. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We were unable to perform a pump test due to the iab catheter returned condition. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "blood detected" alarm generated. The iab was removed after which the physician noted a small amount of blood on the tail end of the iab. There was no reported injury to the patient.